Event description:
A customer reported a power source alert while using a tandem charging cable and wall adapter. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl. After leaving the wall adapter plugged into a working outlet for 30 minutes, the pump successfully began charging. No charging supplies were changed to resolve the issue.